Event description:
Fragments of the fiber broke off in the pt's bladder. Urologist had to evacuate the pieces out of the pt's bladder. There was no pt harm.

Manufacturer narrative:
The fiber was received from distributor in a poly bag without any labeling or protective tubing. The fiber was manually coiled up in the bag. Visual examination of the fiber confirmed that the tip was broken off. The fiber distal end was evaluated under a microscope where it was noted that the fiber core was jagged and not conforming to length specifications. The jagged edges of the fiber tip indicated partial melting of the tip. The fiber was connected to a test laser where it exhibited an unclear pilot beam and was fired at 20 watts for 48 pulses where the fiber was found to successfully transmit laser energy at a power transmission level that measured just below dornier power specifications due to the jagged fiber tip. The fiber was bent around the designated 1000 um test fixture and passed the mechanical bend radius test. The customer stated that fragments of the fiber broke off in the pt's bladder and had to be evacuated. Since it is evident that a fiber tip was present when the case started, this confirms that the fiber had a conforming tip prior to initial use and tip fragments were broken off during use. Analysis of the broken fiber tip likely indicates that the fiber tip had come in contact with a structure within the body which caused fragments to break off of the tip. The successful use of the fiber prior to the fragments breaking off of the tip and the presence of a pilot beam with successful laser energy transmission indicates that this fiber was fully intact and capable of function as intended. It was also noted upon review of the DHR for this product lot that all fibers were 100% tested and were verified to have conforming fiber tips.